Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not load. The nurse loaded the seal by pressing on the green wings, pushed the delivery tube in, let go of the wing, pulled out the delivery tube and seal remained in the window of the loader device. A replacement heartstring was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the partially folded seal and the tension spring components remained inside the loading device and were not loaded into deployment tube. The delivery device was not attached to the loader and the plunger was not actuated. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.